Manufacturer narrative:
Patient information has been requested, but has not been provided to ge healthcare at this time.

Event description:
It was reported that a patient had an electrocardiogram taken on a mac1600 electrocardiograph and allegedly experienced a heart attack a few days afterwards. The patient outcome is unknown at this time. Reportedly, the patient's electrocardiograph appeared normal at the time it was taken. At this time, it is not known whether the mac1600 may have caused or contributed to the reported event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.